Event description:
The clip was working fine, clipped the cystic artery then jammed and the clip applier was unable to be removed; had to use a new device to fire a clip on either side of the jammed device to remove it.====================== manufacturer response for ligaclip======================they are reviewing the medical device release form in preparation for having the device returned for evaluation.